Event description:
It was reported that the patient experienced muscle stimulation and presented in clinic in backup vvi. A user download was performed and normal device function resumed. It was noted that the device was exposed to the rapeutic radiation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.